Manufacturer narrative:
The reagent lot numbers and their expiration dates were requested but not provided. The field service engineer inspected the module and found that the sample probe adjustments were out of specification in the vertical direction and that the ultrasonic mixer (usm) had excess eco-detergent (eco-d) buildup around the moving windows the fse then cleaned the sample probe and performed all sample probe adjustments. He baselined all fluidic dispense volumes and cleaned the usms. He also verified the frequency settings in the software. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable glucose and tp2 total protein gen.2 results from one patient sample tested on the cobas 8000 cobas c 701 module. The initial result was not reported outside of the laboratory. The reporter questioned the low results which prompted the rerun of the patient sample. The initial glucose result was 2.3 mg/dl. The repeat result was "normal" and was approximately 100 mg/dl. The initial total protein result was 0.4 g/dl. The repeat result was 6.9 g/dl. The repeat results were deemed correct.